Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has

Event description:
It was reported that at the end of a laparoscopic cholecystectomy when the specimen was being removed a portion of the bag tore off and remained in the patient. Additional information is not available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.